Event description:
It was reported that the tubing of a four lead tur irrigation set separated from the drip chamber. The reporter stated that these components completely separated and caused leakage of saline. This occurred during patient infusion, 4 to 8 hours into the procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection noted a separation of the tubing from the drip chamber, verifying the reported condition. The cause was unable to be determined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.